Manufacturer narrative:
The meter (B)(6) was returned and subjected to investigation using retained batteries and test strips. A visual inspection of the returned meter was conducted, revealing no abnormalities. The meter failed to power on through button depression or strip insertion. Attempts to establish meter communication were unsuccessful. Subsequently, the meter was de-cased, and an internal visual inspection was performed, with no issues identified. An extensive investigation was conducted. Visual inspection using a digital microscope indicated no irregularities on the external surfaces of the meter or the printed circuit board assembly (pba). Known functional batteries were utilized during the investigation, as the original battery of the meter was not provided for analysis. A current-consumption test was conducted on the returned meter, which resulted in a failure. A multimeter was utilized to probe the cpu pins, capacitors, and resistors, revealing that several components were operating below their nominal values. The component capacitors were reflowed to ensure proper connectivity; however, the meter remained non-functional following the reflow process. Subsequent testing involved a mix-and-match approach utilizing the returned capacitor alongside a verified comparator unit. Following the replacement of the defective capacitor, the returned meter successfully powered on through button activation, strip insertion, and data cable connection. After the replacement of the capacitor, the resistor values and current consumption were re-evaluated, yielding results that fell within the specified parameters. This issue is confirmed due to defective component capacitor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2020, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.